Manufacturer narrative:
The marathon micro catheter was returned. The marathon micro catheter was returned with a 1ml syringe attached to the hub with ~0.5ml of unknown liquid embolic within the syringe barrel. The marathon micro catheter was decontaminated. The marathon catheter length was measured to be within specification. The unknown liquid embolic was found with the marathon hub. No damages were found with the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The unknown liquid embolic was found within the marathon distal tip lumen. The marathon appears to be occluded with the unknown liquid embolic. The entire surface of the marathon micro catheter was examined under magnification. The marathon catheter body was found ruptured at ~5.5cm from the distal tip. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿catheter leak¿ was confirmed as the marathon micro catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. Therefore, manufacturing has been ruled out as a potential cause. The cause for the rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device return. Once the device has been returned and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the embolization, the medtronic microcatheter was noted to have been leaking in the distal section. A new device was used to treat the patient. No patient injury was reported. The anatomy was reported to have been normal.